Manufacturer narrative:
One medfusion¿ medfusion® 3500 syringe infusion pump was returned for analysis in used condition. The right plunger case was cracked. Was not able to duplicate the check clutch/plunger error or the motor rate error. There was a check plunger sensor when setting up for the flow test. The q1 chip was broken off the plunger board. A failure mode was not identified as the errors could not be duplicated. However, another problem was found, a broken q1. The root cause for the broken q1 is listed as an issue related to the design of the product. Worn parts were replaced on the pump as a preventative measure.

Event description:
It was reported that a medfusion® 3500 syringe pump displayed a clutch, plunger lever, and motor rate error. No injury was reported.